Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after changing the cartridge and infusion set tubing, the customer did not see any insulin drip from the tubing. The customer changed the tubing twice. The customer was successful with the fill tubing using the third tube. The customer's blood glucose (bg) level was 451 mg/dl and a correction bolus was delivered to address the bg level.